Manufacturer narrative:
Tracking #.54979. D5,6; h4: info not available. Based upon the inquiry info rec'd and the visual examination, it was confirmed that the reported event occurred. The sleeve was rec'd with the inner gasket dislodged from its original position. No obturator was rec'd with the device. No conclusion could be reached as to how the inner gasket had become dislodged from its original position.

Event description:
It was reported that a 512s was used during an unknown procedure. It was reported by the affiliate that the inner gasket fell into the pt. The gasket was retrieved from the pt. 4/7/98 add'l info received from affiliate. The procedure was a laparoscopic cholecystectomy.